Event description:
On 27-jan-2026, a sales representative reported via (B)(4) that an ar-2260bc implant delivery system had bent. This occurred during a case while inserting the button properly, and the tip of the inserter bent, rendering the device unable to hold the button and therefore unusable. A new kit had to be opened to complete the case. No harm was done to the patient. Additional information was provided on 02-feb-2026 where the sales representative reported via (B)(4) that this event occurred during a distal biceps repair on (B)(6) 2026. The patient had good bone quality, that was prepped using a spade-tip pin from the kit and a reamer corresponding to tendon size. All fragments were retrieved from the patient. A new kit was used to complete the case. This event resulted in a five-minute delay which did not require additional anesthesia. Additional information was provided on 04-feb-2026 where the sales representative reported via (B)(4) that the device only bent. There were no fragments.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.